Event description:
It was reported that lens vaulted (z-syndrome) post lens implant. Reportedly the patient noticed a change in vision approximately 2 months post implant. The surgeon is evaluating treatment options. Additional information has been requested.

Manufacturer narrative:
Investigation is underway. A supplemental report will be submitted upon completion of the investigation.